Event description:
A us distributor reported that an electrode belt was experiencing add gel messages and was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages and damaged belt) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The root cause for the failure was the dn to rear te cable pulled from strain relief, damaging the wires in the cable. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.